Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that two years post index procedure a surgical clip ligation was performed on the lower extremity vessel (accessary vessel) of the left renal artery, which seemed to be the cause of a possible type 2 endoleak. However, the leak did not resolve and therefore, a type 1a was suspected. A month later a 32x32x49 was implanted. Prior to stent graft deployment, a type 1a endoleak was observed by digital subtraction angiography. The endoleak was resolved by stenting and the procedure was completed successfully. The insight of physician for the cause is that the aneurysm had been enlarged due to type ii endoleak and affected landing zone. No additional clinical sequelae were reported.